Event description:
Per the clinic, the patient experienced discomfort, pain and poor sound quality with stimulation. Subsequently, the patient was treated with steroid (specific date and duration not reported). Reprogramming attempts were made; however, the issue could not be resolved. The device remains implanted.